Event description:
The lay user/pt contacted lfs on (B) (6) 2010 alleging that his one touch ultra meter does not power on. The pt mentioned that the alleged issue began approximately 3 weeks ago. The pt continued to take his diabetes medication on a regular basis. Approximately 1-2 days later, the pt began to feel sweaty. The pt did not seek any medical attention or contact his physician for assistance. The pt was not tested on another device. This is not the first time the product is being used. The meter did not power on by pressing the power button. The pt denied any misuse of the product and the pt was using the correct tests strips. The issue was not resolved via troubleshooting. The meter was replaced. The complaint is being reported since the pt alleged that due to the meter not powering on, he developed symptoms suggestive of a serious injury 1-2 days later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.